Event description:
It was reported that the endoscope did not have a left lens. The left lens was missing and the left side could not be focused. This endoscope was not used on a patient.

Manufacturer narrative:
The instrument was returned and evaluated. The OEM (original equipment manufacturer) received the endoscope with mechanical damage to the distal window assembly resulting in subsequent major damage to the optical components. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.